Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to customer reported complaint: the instrument was found to have a frayed pitch cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure that two small grasping retractor instruments broke. The cables snapped in both instruments, rendering them unable to be closed or manipulated. A third retractor was used to complete the case. No patient harm was reported.